Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event is the physician who is in training did not follow IFU to open the stopcock on the introducer sheath to ensure the balloon abutting the arteriotomy. The balloon placement abut the arteriotomy provides a barrier to the ingress of sealant into the arteriotomy. It was reported that the balloon got caught on plaque and that is what the second resistance was and according to the deployer that is how the sealant got placed in the artery. The review of the lhr (lot f1230709) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a female patient underwent an interventional lower extremity angioplasty procedure on an unknown date. Access was obtained at the right common femoral artery. Peri-procedure, the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician pulled to what he thought was the second resistance/artery wall. The physician shuttled the sealant down to a firm stop. The physician did not open the stopcock on the introducer sheath (as noted in the IFU). The physician retracted the sheath and followed all other deployment steps per the IFU. Hemostasis was achieved and the patient was transferred to recovery. Approximately 2 hours post procedure, the patient began to complain of right thigh and groin pain and a cold foot. One of the fellows reported to the aci sales professional that the sealant was deployed in the artery. It is unknown what was done to confirm that the sealant was in the artery. The patient was sent to the or where a surgical cut down was performed and the sealant was removed. The patient has now been discharged from the hospital (date is unknown). The physician who deployed the device stated that the balloon got caught on plaque and that's what the second resistance was and according to the deployer that's how the sealant got placed in the artery. No further information is available at this time.